Event description:
The health care professional (hcp) reported an incident of a cracked minicap. The minicap cracked while the home patient was on vacation and the hcp attributed the incident to temperature variations within the airplane. No further information available. No patient injury or medical intervention per the hcp.